Manufacturer narrative:
Product was received on 07/26/2018. The product was tested and the results reflect the product performed as it should. Additionally, (pr (B)(4)) MDR 3007593903-2018-00037 is a duplicate and should be voided, which was submitted on 07/27/18 for the same issue as (pr (B)(4)).

Event description:
Reported complaint alleged that the activation of the high temperature cautery gets stuck during surgery during surgery. No patient injury associated with the reported complaint.